Manufacturer narrative:
The device was returned to orthalign and was evaluated by an orthalign engineer. The navigation logs were downloaded and not anomalies were found. The system was tested for accuracy and met all acceptance criteria. This complaint is not confirmed. The issue could not be replicated and no root cause could be identified.

Manufacturer narrative:
The device has been returned to orthalign for evaluation and an investigation was completed by an orthalign engineer. The logs were reviewed for any anomalies and accuracy testing was conducted. Given the system inputs the logs showed the expected system outputs. Accuracy tests were successful as well .the complaint was not confirmed and no root cause was established. A possible root cause is user error. Orthalign will continue to monitor the complaint data and take action if deemed necessary.

Event description:
Numbers seemed off, specifically the offset numbers. When the doctor switched from a varus to a valgus neck, the offset numbers did not change.

Manufacturer narrative:
The device has been returned to orthalign for evaluation and an investigation was completed by an orthalign engineer. The logs were reviewed for any anomalies and accuracy testing was conducted. Given the system inputs the logs showed the expected system outputs. Accuracy tests were successful as well .the complaint was not confirmed and no root cause was established. Orthalign will continue to monitor the complaint data and take action if deemed necessary.

Event description:
Numbers seemed off, specifically the offset numbers. When the doctor switched form a carus to a calgus neck, the offset numbers did not change.